Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had sustained a femur/hip fracture the month prior to death. The patient was at home when they began receiving ICD shocks while actively dying and experiencing severe pain related to their femur/hip injury. The patient received additional shocks two days later, and the shocks continued into the following day until the magnet was placed. It was indicated that the patient's status was do-not-resuscitate (dnr), and the decision to place the magnet was related to severe pain associated with the femur/hip injury. The patient¿s spouse indicated the patient's cause of death was natural causes.

Event description:
It was reported that the patient is deceased. The patient¿s spouse reported the patient had an unspecified type of accident, went to the hospital, and the implantable cardioverter defibrillator (ICD) began delivering multiple shocks which was painful for the patient. Three days later, a magnet was placed on the ICD after the patient had received 15 shocks on that day alone, and the patient passed away the same day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.